Event description:
Patient presented with infection at the incision site near the generator. The infection was treated with antibiotic and the pocket was cleaned out and flushed. Device history records were reviewed for the generator. The generator passed all specifications prior to distribution. The generator was hp sterilized. No other relevant information has been received to date.